Manufacturer narrative:
During an internal review on 4/28/2020, it was noticed that the manufacture date and expiration date were omitted in error. Section d4 expiration date has been updated with 4/29/2020 and section h4 manufacture date has been updated with 4/30/2019. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Manufacturer narrative:
The device was visually inspected and red colored substance was observed underneath the pebax. During the second visual inspection, a hole on the pebax was found. The magnetic sensor functionality was tested on carto and the catheter failed. Error 105 and 106 were observed. A failure analysis was then performed, and the catheter was dissected on the tip area. Loss of electrical continuity at the sensor was found. It was determined that the root cause was an internal failure of the sensor. A manufacturing record evaluation was performed, and no internal actions were identified. The customer complaint was confirmed. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure. However, this cannot be conclusively determined. The root cause of the internal failure of the sensor cannot be determined. However, an internal investigation was created to investigate this issue. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for left atrial flutter with a thermocool® smart touch® sf bi-directional navigation catheter, and the biosense webster inc. (Bwi) product analysis lab (pal) observed a hole in the pebax. Initially it was reported that the catheter displayed abnormal behavior. The visualization on the carto 3 system was not coherent, displayed jumping icons, and high force value over 180. The cable was changed and the issue persisted. Catheter replacement resolved the issue. No adverse patient consequences were reported. The observed jumping icon and high force issues have been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. This event is being reported because the biosense webster inc. (Bwi) product analysis lab (pal) received the device for evaluation and found a hole in pebax with reddish brown material. The observed hole in the pebax has been assessed as an MDR reportable malfunction as device integrity was not maintained. The awareness date has been reset to 10/23/2019.